Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the implantable cardioverter defibrillator. The device remains implanted. No further information was reported on the device.